Event description:
The pt used the suspect device to check their blood glucose and obtained a reading of hi and a repeat of 495 mg/dl. They later passed out and they used the suspect device and the reading was 250 mg/dl. Paramedics were called and they checked their glucose at 31 mg/dl. They were treated with glucose by the emts until their level was about 75 mg/dl. Controls were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.